Event description:
It was reported that this pacemaker right ventricular automatic threshold (rvat) test feature is failing due to detection of intrinsic beats, despite intrinsic amplitudes being measured. According to technical services (ts), the device does not utilize the same sense amplifier for general sensing as it does for rvat. Instead, rvat relies on a dedicated evoked response channel. This specialized sensing channel appears to be misinterpreting signals as intrinsic beats, leading to rvat failure. The device remains in service. No adverse patient effects were reported.